Manufacturer narrative:
Clarification to d4: lot number: 23b16c, expiration date: 02/16/2025. Clarification to h4: manufactured date: 02/16/2023 . A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: the device was not implanted. Labeling error.

Event description:
Company representative reported "the dates appear to be swapped, expiration and manufactured date" against a keller funnel2. Devices were not implanted and discarded.